Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation involving an eea xl 25mm single use stapler with 3.5mm staples subject to patient event report. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by symptoms of pleuritic pain, respiratory insufficiency, infection, fistula, and hemodynamic instability one week post operatively. The reporter of the incident indicated that a pleural drain was placed and a fibrogastroscopy was performed; case was converted to an esophagogastroduodenal anastomosis to correct the dehiscent staple line when fibrogastroscopy failed to correct issue. Patient expired with cause of death listed as refractory septic shock due to secondary mediastinitis and anastomotic dehiscence. This file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacture reference number: (B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a total gastrectomy procedure the staple line did not hold and the device was difficult to remove from the cavity. The patient underwent reoperation due to a post-operative pleural fistula and post-op content leak diagnosed on (B)(6) 2016. Infection was present and the patient presented with pleuritic pain, respiratory insufficiency, and massive left pleural effusion. To correct the fistula a pleural drain was placed, an urgent fibrogastroscopy was performed in order to close the orifice and when this proved impossible, a surgical reoperation was performed. The patient died post-op on (B)(6) 2016; the cause of death was reported as refractory septic shock due to mediastinitis secondary to anastomotic dehiscence. No reinforcement material was used. No autopsy was performed.

Manufacturer narrative:
Manufacture reference number: (B)(4).